Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil broke inside the microcatheter. No additional information was received. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the embolization of a ruptured aneurysm the subject coil broke inside the micro catheter. No further information is available.

Manufacturer narrative:
This is 2 of 2 reports. The device is not available to the manufacturer.

Event description:
It was reported that during the embolization of a ruptured aneurysm the subject coil broke inside the micro catheter. No further information is available.